Event description:
A consumer reported that she received second degree burns to her stomach and left leg from hot water that spilled when the bottom portion of her personal steam inhaler (vih200) detached. She stated that the device was in the locked position when she picked it up, and the bottom housing separated, causing the hot water to spill and resulting in multiple blisters. The consumer reported that she was treated in an emergency room, where she was diagnosed with second degree burns. The instructions for proper use have clear warnings that state "the appliance should always be placed on a firm, flat, waterproof and heat-resistant surface. Be sure the appliance is in a stable position and the power cord is out of the way to prevent the appliance from being overturned.", as well as "caution: never move or disassemble the appliance while in use. It can spill hot water if tilted, shaken, or overturned which may lead to injury or burns.